Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an initial transforaminal lumbar interbody fusion (tlif) at l4-l5, while surgeon was impacting to place the transforaminal posterior atraumatic lumbar (tpal) trial spacer, the proximal tip of the trial spacer broke off and became wedged inside the tpal spacer applicator inner shaft. Surgeon was able to place the trial spacer and back it out again as required. Surgery was completed successfully with no delay and no further harm to patient. Broken piece was dislodged from the inner shaft and discarded after procedure completed. Concomitant devices reported: tpal spacer applicator inner shaft (part number 03.812.003, lot number unknown, quantity 1). This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed on subject device (t-pal trial spacer 10mm x 28mm11mm height, part # 03.812.311, lot # 8236566). The returned trial spacer was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken and was returned. The remainder of the device was found to be intact with minimal witness marks concentrated on the distal trial consistent with wear and tear; these marks would not inhibit device functionality. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned t-pal trial spacer (03.812.311) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. The selected trial is attached to the applicator handle (03.812.001) and applicator knob (03.812.004) assembly by inserting the trial into the handle shaft while ensuring the arrow on the handle is aligned with the arrow in the trial. Once fully inserted the knob is rotated clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the trial will not pivot in this position. The trial can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the trial to pivot. The trial can be advanced into the final position with light controlled hammering. The assembly can be removed by attaching a slap hammer (03.809.972) to the proximal end of the knob and the applicator released by depressing the security ring, rotating the knob counterclockwise fully and pushing the release button on the knob. The applicator handle can be utilized, in conjunction with an applicator inner shaft (03.812.003) for implant insertion following the same procedure (technique guide). Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Testing has been conducted to evaluate the instruments¿ connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. Additionally endurance testing (insertion and removal) was completed and no functional failures were observed after 100 cycles. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.